Event description:
It was reported that the catheter did not pace. New catheter was indwelled, which worked without problem. No patient complications were reported.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that an ultraflex tracheobronchial stent was used during a stent placement in the main trachea performed on (B) (6) 2010. According to the complainant, during the procedure, the physician successfully dilated the stricture with a balloon to 15mm prior to stent placement. There were no issues with the radial force of the stent; the stent fully expanded once it was deployed. Approximately 5-10 minutes after the stent was implanted, the patient's pulse oximeter levels dropped from 100 spo2 to 65 spo2. The patient could not breathe. The physician went back in with a scope and it appeared that the stent was occluding her airway and had collapsed. At this time, the anesthesiologist attempted to intubate the patient. The endotracheal tube could not be passed through the stent because the very proximal part of the device including the [retention] suture loops were shut. No attempts were made to dilate the stent. The physician then placed the endotracheal tube over the stent. The device was removed 5-10 minutes after stent implantation with biopsy forceps. After the stent was removed, the patient's trachea appeared to be wide open and she was breathing perfectly fine. The physician decided that no stent was needed. The patient was reported to be in stable condition at the conclusion of this procedure with no complications. Further clinical follow up indicates that the patient was in a car accident in (B) (6) 2008; however, the tracheal stenosis was not a result of the car accident. The patient has been on a ventilator since her auto accident in (B) (6) 2008. The patient was admitted to the hospital on (B) (6) 2010 and released on (B) (6) 2010. The patient's hospitalization was not prolonged as a result of this event.

Manufacturer narrative:
Follow up indicated that the device will not be returned for evaluation, discarded at hospital. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution. The device is not available for evaluation because it was discarded at the hospital.